Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high and low blood glucose level. Customer¿s blood glucose level was 280 mg/dl and 37 mg/dl. Customer treated with orange juice. The insulin pump will not be returned for analysis.